Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 18338874.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was kept at the facility.